Manufacturer narrative:
(B)(4). The lot was manufactured january 7, 2015 ¿ january 8, 2015. The device was received for evaluation. A visual inspection revealed a black particle approximately 0.06 square mm in size embedded in the stressmember of the device. The particle was not in the fluid path. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black mark on the filter of a small volume intermate. The device was filled with an unspecified amount of flucloxacillin. This was identified during storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.